Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vio integrated electrosurgical generator unit (iesu) to perform failure analysis. Logs were missing from fse report; however, concerning error patterns were logged. The reported event could not be replicated during on-site testing. The unit, though heavily damaged upon arrival, passed system testing with successful operation across all ports. Fa found iesu to have severe damage. Significant impact/dent on rear left of unit (viewed from rear); top corner of cover dented in, cover bowed out substantially own bottom. Damage to rear left side of unit (viewed from rear) persists into main housing, rear panel of main housing with securing lip for cover (by specification label) dented inwards. Slight peeling on pedal input/output label. Front bezel has frontal impact damage to right side and crack in upper left corner. Front bezel is experiencing slight yellowing and has scuffing on underside. Underside right securing screw for cover has screw head sheared off. The probable root cause of the customer reported issue could be attributed to faulty component of iesu.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the issue, however the fse did replace the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. As of the date of this report, the iesu has not yet been received by isi for evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the erbe generator shut off on its own. The customer attempted to restart the erbe and moved the power cable to another outlet, but the power could not be recovered. The customer located a force triad generator and connected it to the vision side cart to continue the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the case was completed robotically with the third-party generator.